Manufacturer narrative:
(B)(4). Investigation summary :examination of the returned device(s) confirms the reported event. Product problem has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: delta cer head 12/14 32mm +1 hip femoral head; pinn mar +4 10d 32idx48od hip acetabular liner; pinn sector ha acet cup 48mm hip acetabular cup; unknown hip femoral stem

Event description:
Revision; dr (B)(6), (B)(6) surgical centre (B)(6) 2018. Primary implantation date: (B)(6) 2015. Patient presented to dr (B)(6), she had developed squeaking in her hip last wednesday. Surgery booked and xrays revealed eccentric positioning of liner and dislodgement, for liner and head exchange with constrained liner as a backup. During surgery metallosis observed and fragments of poly and coating of ceramic head noted. Replacement liner and head put into patient. Damaged femoral head impactor tip and liner trial in the process. Dr (B)(6) has requested an investigation as this has happened before and is concerned it is a poly fault. Female patient ID: (B)(6), initials (B)(6), dob: (B)(6), aged (B)(6).